Event description:
It was reported that the user experienced recurrent nighttime hypoglycemia while using the ilet system, with glucose readings as low as 58 mg/dl and episodes occurring about twice weekly; the user self-treated with oral glucose (orange juice) without assistance and reported no alarms. Symptoms included low blood glucose without loss of consciousness or other acute complications. Outcomes included transient hypoglycemia lasting less than 30 minutes with no medical intervention, no ketone testing, and no hospitalization. Investigation included a review of device-reported trends and user report, as well as user education on announcing carbohydrate intake for snacks over 10 g to align dosing with intake. Investigation of this case revealed that unannounced evening snacks were followed by rising glucose trends that prompted automated corrections, which likely contributed to subsequent nocturnal hypoglycemia. It was concluded that hypoglycemia occurred with unclear definitive root cause but was plausibly related to unannounced carbohydrate intake leading to corrective dosing and subsequent low glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.